Event description:
It was reported that during an angioplasty stenting treatment procedure for a chronic occlusion, stent damage occurred. The promus element 3.50x38mm was implanted in the left anterior descending artery (lad). A second stent promus element 3.0x38mm was deployed. During the advancement of a 3rd promus element stent size 2.5x24mm the 3.5x38mm was deformed. It was not possible to deploy the 3rd promus element stent 2.5x24mm. A nearly 10mm longitudinal deformation was noticed on the promus element 3.50x38mm. The physician used an unspecified balloon to improve the position of the damaged stent successfully. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).